Event description:
(B)(4). This spontaneous case reported by a consumer with additional information from a pharmacist and a physician, who contacted the company to report an adverse event, concerned a (B)(6) male, at the time of reporting, of unknown origin. The patient received human regular insulin (huminsulin r) via cartridge through humapen memoir reusable pen, three to four times daily (dose not reported), for the indication of diabetes mellitus beginning on an unspecified date in (B)(6) 2010 and human insulin isophane suspension (huminsulin nph) via cartridge through humapen memoir reusable pen, at night (dosing regimen not reported), for the indication of diabetes mellitus beginning on an unspecified date. On an unspecified date in (B)(6) 2010, the patient purchased a humanpen memoir reusable pen which reportedly blocked at times, and the patient was subsequently unable to inject his medication. The physician reported that the humapen memoir was very helpful because this way he noticed that the patient had not injected insulin at all. The patient further reported he stored the insulin in the refrigerator, he had always seen dashes (lines) on the display of the pen, and he was also not familiar with the reset mode on the pen. Treatment for the events was not reported. It was unknown if the patient recovered from the events of drug dose omission and incorrect storage of drug. On an unspecified date in (B)(6) 2010, the patient developed increased blood glucose levels (blood glucose levels were not reported) and was subsequently hospitalized for treatment. Treatment for the event was not reported. It was unknown if the patient recovered from the event. On an unspecified date in (B)(6) 2011, the patient developed pain in his shoulder. Treatment included unspecified pain killers. The patient had not recovered from the event. On (B)(6) 2011, the patient was hospitalized for treatment of an increased blood glucose level of 600 mg/dl and an increased glycosylated hemoglobin (hbaa1c) level of 11.9%. Treatment for the events was not reported. The patient recovered from the event of increased blood glucose levels on (B)(6) 2011. A long-term blood glucose value was not available, and it was unknown if the patient recovered from the event of increased hba1c. On (B)(6) 2011, the patient returned the humapen memoir pen to the pharmacy and switched to the humapen luxura reusable pen. The pharmacist reported the humapen memoir pen appeared normal. Human regular insulin and human insulin isophane suspension were continued. The patient was the operator of the device. It was unknown if the patient had been trained on device usage. General device model duration of use and reported device duration of use was not reported. It was unknown if the reported device was returned to the manufacturer. The reporting pharmacist did not provide a relatedness statement. The reporting physician saw no causality with the insulin or the humapne memoir device. The humapen memoir was helpful and not the cause for the increased blood glucose with hospitalisation. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the product complaint department: information was processed with the initial report. Update (B)(6) 2011: additional information received on (B)(6) 2011 from a physician: added new physician reporter and updated the causality; added as reported term of patient had not injected insulin at all to event of drug dose omission. Narrative updated accordingly. Update (B)(6) 2011: upon internal review, completed device medwatch info area for submission purposes.

Event description:
(B)(4). This spontaneous case reported by a consumer with additional information from a pharmacist and a physician, who contacted the company to report an adverse event, concerned a (B)(6) male, at the time of reporting, of unknown origin. The patient received human regular insulin (huminsulin r) via cartridge through humapen memoir reusable pen, three to four times daily (dose not reported), for the indication of diabetes mellitus beginning on an unspecified date in (B)(6) 2010 and human insulin isophane suspension (huminsulin nph) via cartridge through humapen memoir reusable pen, at night (dosing regimen not reported), for the indication of diabetes mellitus beginning on an unspecified date. On an unspecified date in (B)(6) 2010, the patient purchased a humapen memoir reusable pen which reportedly blocked at times, and the patient was subsequently unable to inject his medication. The physician reported that the humapen memoir was very helpful because this way he noticed that the patient had not injected insulin at all. The patient further reported he stored the insulin in the refrigerator, he had always seen dashes (lines) on the display of the pen, and he was also not familiar with the reset mode on the pen. Treatment for the events was not reported. It was unknown if the patient recovered from the events of drug dose omission and incorrect storage of drug. On an unspecified date in (B)(6) 2010, the patient developed increased blood glucose levels (blood glucose levels were not reported) and was subsequently hospitalized for treatment. Treatment for the event was not reported. It was unknown if the patient recovered from the event. On an unspecified date in (B)(6) 2011, the patient developed pain in his shoulder. Treatment included unspecified pain killers. The patient had not recovered from the event. On (B)(6) 2011, the patient was hospitalized for treatment of an increased blood glucose level of 600 mg/dl and an increased glycosylated hemoglobin (hba1c) level of 11.9%. Treatment for the events was not reported. The patient recovered from the event of increased blood glucose levels on (B)(6) 2011. A long-term blood glucose value was not available, and it was unknown if the patient recovered from the event of increased hba1c. On (B)(6) 2011, the patient returned the humapen memoir pen to the pharmacy and switched to the humapen luxura reusable pen. The pharmacist reported the humapen memoir pen appeared normal. Human regular insulin and human insulin isophane suspension were continued. The patient was the operator of the device. It was unknown if the patient had been trained on device usage. General device model duration of use and reported device duration of use was not reported. The device was returned on (B)(4) 2011. The reporting pharmacist did not provide a relatedness statement. The reporting physician saw no causality with the insulin or the humapen memoir device. The humapen memoir was helpful and not the cause for the increased blood glucose with hospitalisation. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the product complaint department: information was processed with the initial report. Update (B)(4) 2011: additional information received on (B)(4) 2011 from a physician: added new physician reporter and updated the causality; added as reported term of patient had not injected insulin at all to event of drug dose omission. Narrative updated accordingly. Update (B)(4) 2011: upon internal review, completed device medwatch info area for submission purposes. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary, the return date of the device, and the expiration and manufacturer dates for the device. Update (B)(4) 2011: upon review of this case on (B)(4) 2011, the case was opened to scheduled a regulatory report.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported there were dashes in the display of his humapen memoir device and the device had sometimes blocked and he could not inject insulin. He experienced hyperglycemia. Investigation of the returned device (batch 0909c03, manufactured september 2009) found the device in ready mode. The device went into reset mode during the investigation and had 12 low battery warning errors. The recurring reset mode resulted from a weak battery. Malfunction confirmed. The device, however, was successfully reset per the instructions in the user manual and was tested and met dose accuracy and glide force acceptance criteria. Corrective action - beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage - there is evidence of improper use. The user indicated that he had always seen dashes (lines) on the display of the pen (i.e. The pen was in reset mode), and he was not familiar with the reset mode on the pen. This may indicate that the user was dosing the device by counting the clicks, which could result in an inaccurate insulin dose. The pen will go into reset mode for various reasons, and there are clear instructions in the user manual how to reset the pen.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.